Manufacturer narrative:
The hill-rom technical support had the account inspect the foot caster supports and the stems. The account found a caster support was cracked. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs maintenance on their bed. No further info is available on the repair of the bed at this time. If any additional relevant info is identified following completion of the repair, the additional relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the foot end casters were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).